Event description:
I was implanted with essure (B)(6) 2013, after a few months and over the last 2 years I have experienced the following symptoms: longer heavier periods every 29 days, lasting 12-15 days, brown spotting in between periods, worsening depression while on prozac, frequent headaches, more migraines, eye floaters blurred vision, severe joint pain 4-5 times a month, lasting 3-4 days at a time, low back pain with spasms, bloated feeling all the time and back spasms. Feeling like I have the flu every other week. Tummy troubles - soft stolls, cramps, shooting pains in low colon area, unexplained nausea, painful sex, cannot use tampons, several low grade fevers, 99-100, brain fog, forgetfulness and 30 lb weight gain. I am always tired to point of exhaustion. I have insomnia without melatonin use. I have excessive hair growth on chest and face, noise sensitivity, always thirsty, excessive gas. All of these are making my daily life very difficult to live in. I am crabby all of the time with my family. Please, please don't let other women go through this!